Event description:
Came home to find my husband in a delusional state. Checked his glucose said 51. Call 911 the paramedic checked with his glucose reader and got 28. My husband could have gone into a coma or died. How were we supposed to know the reader was off? He was transported to the hospital and was released several hours later. I called abbott immediately from the hospital to complain, they told me they would send a new reader in 1-2 days. Nothing came on monday; I called yesterday they said arriving by fed ex by 3:10. Nothing came. We are pissed that this happened. Should I call the press to make a statement wide complaint? Respectfully, (B)(6). Rule out infection.